Event description:
Additional information received reported the event of sweating had not been reproduced. The setting were 9(-), 10(-), and c(+). Electrodes 8 and 9 had low impedances, but were not being used together. Overall, the patient had been doing much better motor wise; there had been fewer falls.

Event description:
It was reported that the patient experienced sweating and loss of balance following a reprogramming session on (B)(6) 2012. The patient fell four times since being reprogrammed. During reprogramming, the patient's right side stimulation was adjusted from 1.5v to 2.0v and the patient appeared fine initially following the adjustment but then began showing the previously described symptoms. The right side stimulation was adjusted back down to 1.6v by the patient. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type: programmer, patient product ID (B)(4), serial# (B)(4), implanted: 2009 (B)(6), explanted: na, product type: extension, product ID (B)(4), serial# (B)(4), implanted: 2009 (B)(6), explanted: na, product type: extension, product ID (B)(4), lot# v333260, implanted: 2009 (B)(6), explanted: na, product type: lead, product ID (B)(4), lot# v276341, implanted: 2009 (B)(6), explanted: na, product typ lead. (B)(4).